Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2018 to have their ipg replaced with a new model.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (italy) that following an unrelated procedure, the patient's became inoperable. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending to address this issue.

Manufacturer narrative:
The CAPA investigation was initiated on (B)(6) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.